Manufacturer narrative:
Initial and final MDR (B)(4).

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On (B)(6) 2023, patient complained about ten infusion sets fell off. Patient blood glucose at the time of issue was reported as high. Patient took correction via bolus to address high blood glucose. Patient replaced infusion sets and resumed insulin successfully. No further information available.